Event description:
Add'l info rec'd from rptr 6/9/04: utilized titanium timex rods and screws. Dr also evokes some sort of electronic somatronic shocks of nerves according to his report. Pt has tried to get all the dr reports from the operation and has been told that the only report in file is dr. 1 page report. In 2004 the rods and screws located at l5/s1 felt as if they were twisting and breaking. Pt could not move for over a 1/2 hr and the pain level max out at 10 on the scale of 1-10. Two mos later back gave out going the opposite direction that it should normally go. Pt was wearing back brace which they believe kept back from totally breaking in half. Pt fell to the floor and could not move for approx 15 mins because of the pain. Ten days later left side nerves where in so much pain that pt could not walk or put any weight on left side. Pt was in extreme pain from lower back to foot. Pt had to reschedule a dr appointment. Pt could not make the car drive to office. The pain lasted all day, and only subsided gradually through the next couple of days. This is how life has been since the operation and failure of the pedicle screws. Pain medication presently consists of taking 3 patches duragesic 100ug/h each changed every three days, hydrocodone 10/325 six a day, neurontin 600mg six a day, celebrex 200mg two a day, orphenodrine 100mg two a day, topamax 100mg two a day, percocet 10/325 four a day, protonix 40mg one a day, effexor 150mg one a day, seroquel 25mg three at bedtime.

Event description:
Add'l info rec'd from rptr 6/9/04: dr. Utilized titanium timex rods and screws. Dr. Also evokes some sort of electronic somatronic shocks of nerves according to his report. Pt was tried to get all the dr. Reports from the operation and has been told that the only report in file is dr's 1 page report. In 2004 the rods and screws located at l5/s1 felt as if they were twisting and breaking. Pt could not move for over a 1/2-hour and the pain level max out at 10 on the scale of 1-10. Two months later back gave out going the opposite direction that it should normally go. Pt was wearing back brace which they believe kept back from totally breaking in half. Pt fell to the floor and could not move for approximately 15 minutes because of the pain. Ten days later, left side nerves where in so much pain that pt could ot walk or put any weight on left side. Pt was in extreme pain from lower back to foot. Pt had to reschedule a doctor appointment. Pt could not make the car drive to office. The pain lasted all day, and only subsided gradually through the next couple of days. This is how life has been since the operation and failure of the pedicle screws. Pain medication presently consists of taking 3 patches duragesic 100ug/h each changed every three days, hydrocodone 10/325 six a day, neurontin 600mg six a day, celebrex 200mg two a day, orphenodrine 100mg two a day, topamax 100mg two a day, percocet 10/325 four day, protonix 40 mg one a day, effexor 150mg one a day, seroquel 25mg three at bedtime.

Event description:
In 2001 pt underwent a posterior fusion of l5/s1. The doctor used part of their right hip bone and a cadaver bone. In 2003 pt underwent a posterior fusion of l5/s1 with instruments. The instruments and fusion have failed. Pt feels that they are getting the run around. The x-rays and MRI's taken this week show that the rods and screws have major problems along with the fusion. What is left of it. Pt can hardly stand the pain anymore. Pt feels as if someone or some people are hiding the facts while pt suffers severely.